Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units printer is not working. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and found the printer to be creating a large line across the top of the paper strip. He replaced the printer,thermal, xe-50b,custom and the new printer printed correctly with no issues. Fse said that he is giving the unit back to the customer without full approval of use. Due to the supply shortage that getinge is experiencing, he could not replace the safety disk, the batteries or complete a 5000 hour pm due to shortage of scroll compressors also. He added that he does not recommend use of the unit. No performance checklist included.